Event description:
It was reported that during a da vinci prostatectomy surgical procedure, dull blades were observed on the monopolar curved scissors instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of dull blades. There was no trouble found. The instrument was placed on an in-house da vinci system for a latex cut test and the scissors cut cleanly through 0.006 of latex. The blade edges were not damaged. Failure analysis investigation found the pad printing to be removed from the instrument's tube extension. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. The distal end of the main tube did not exhibit fissure upon inspection. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage found during failure analysis if to recur could cause or contribute to an adverse event.